Event description:
The customer reported that the system was intermittently shutting down uncommanded during procedures. There is no report of pt injury or death.

Manufacturer narrative:
The customer cancelled the service call and contacted a 3rd party for repair. No conclusion can be drawn as repair info is not available.